Event description:
The plastic tip detached from the single stage venous cannula body. No patient injury reported. The tip was blocked by the purse string, when it detached from the cannula body and it was "very simple" for the surgeon to retrieve it.

Manufacturer narrative:
After completing the evaluation of the returned device, the customer was contacted to verify the complaint and device returned. The email with the customer stated the incorrect device was returned for evaluation. The returned device demonstrated no defect. The complaint device was discarded by the customer. The report of the cannula being detached from the tip was not confirmed. The root cause of the tip separation cannot be determined as the incorrect device was returned for evaluation. The complaint product was discarded by the hospital. A manufacturing defect cannot be confirmed for this event. Since the product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Device evaluation into root cause is anticipated upon return of the device from the customer.